Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. The hub was not returned for analysis so the batch number could not be verified. Proximal half of the stent damaged with struts distorted with stent struts bent and overlapping. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. There was a hypotube separation 141cm proximal to the proximal balloon cone. The proximal end of the device was not returned. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered and shaft kink occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. A 3.00mmx24mm synergy&#10244;rug-eluting stent was advanced; however the device failed to cross the lesion and the shaft got kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands and no stent damage noted as previously reported. (B)(4).

Event description:
Reportable based on device analysis completed on 05-jun-2016. It was reported that crossing difficulties were encountered and shaft kink occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. A 3.00mmx24mm synergy¿ drug-eluting stent was advanced; however the device failed to cross the lesion and the shaft got kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed hypotube break.